Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had hardware low level failures alarm during self-test. The customer blood glucose level was 59 mg/dl to 600 mg/dl and other blood glucose value was 319 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer stated that they encounter an error on the pump last 3 weeks but did not remember and then the insulin pump was acting weird the insulin pump indicate the reservoir was empty but it was full and the patient smell insulin. Customer was able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace on keypad assembly.